Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for treatment of three lesions in the right coronary artery (rca). Difficulty crossing the lesions was encountered, and the viperwire guide wire was used to cross the lesion. The diamondback coronary orbital atherectomy device (oad) was operated for five passes on low speed to treat the mid lesion. Glideassist was activated to advance the oad to the mid rca and the patient presented with chest pain, hypertension, and st elevation, which resulted in the activation of the temporary pacer. The oad was occluding the vessel near the lesion and was removed, and an angiography was performed which revealed no issues. Balloons were unable to pass through the lesion and a surgical consult was obtained, however due to the patient being on plavix, it was decided that treatment with atherectomy would continue. Due to the nature of the calcified vessel, the guide catheter lacked support and the oad was unable to cross the lesion via glideassist mode. The patient was transferred to surgery and a coronary artery bypass graft surgery was performed, which confirmed high levels of calcium, chest adhesions and that there was no vessel damage. The patient was stable following the procedure. Per the physician, the vessel may have been so stenosed that particulate was not able to flow through the vessel. However, this was not confirmed.